Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
The doctor complained that the set screw on 0-7 channel was too far in and the lead would not seat all the way in. The doctor did not unscrew it all the way. The 8-15 channel was then used and it worked fine. A plug was put in 0-7 and it worked fine. The set screws are not consistent in how far in they are placed prior to implant. The patient was receiving great results with the new battery. There was no patient injury.